Manufacturer narrative:
During preventative maintenance, the autopulse platform sn (B)(6) failed functional testing with fault code 29 (loss of brake connectivity). The root cause of fault code 29 was the malfunctioning power distribution board (pdb), likely attributed to the device's aging, the device life expectancy is 5 years. The autopulse platform was manufactured in december 2018 and is over 5 years old. The power distribution board (pdb) was replaced to remedy the fault. Following service, including the replacement of the pdb, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance, the autopulse platform (sn 42645) failed functional testing with fault code 29 (loss of brake connectivity). No patient involvement.